Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4: batch # 599c36. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No abnormal noises were noted during functional testing. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 599c36, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure that when attempting to fire a second time with a grey reload the device would not fire. Staff indicated that the battery was making a funny noise. The battery was removed and reinserted but still would not fire. No assistance was needed to open the device. The knife did not advance and no staples were deployed. Another device was not used. Surgeon ended up cauterizing the area where he was going to staple. There were no adverse consequences for the patient.